Manufacturer narrative:
Date sent: 08/05/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the device would not hold after placement. Another like device was used to complete the procedure. There were no adverse consequences to the pt.